Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's parent reported via phone call stated that the customer got power error was detected alarm. Customer's parent also reported low battery alarm. Customer¿s blood glucose level was 240 mg/dl at the time of the incident. After performing troubleshooting for power error was detected alarm, the customer's parent reported that, the insulin pump has not been exposed to temperatures below 5 degree celsius. Power error detected recurred within a week of troubleshooting previous occurrence. Customer's parent reports alarm did not occur during fill tubing. The customer's parent need to be replaced the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed the self test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and the displacement test. The insulin flow blocked alarm /occlusion alarm functioned properly during the basic occlusion, occlusion, and force sensor tests. No unexpected insulin flow blocked alarm noted during testing. Insulin pump received with power error detected due to j6 connector resistance issue.